Event description:
Follow up information identified that the patient received a replacement ipg on the same day as the explant (B)(6) 2018. Surgical intervention has resolved the patient's issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable several years ago, and stopped charging ipg. Patient underwent surgical intervention to explant the system.